Event description:
Review of surgical database showed an x-ray of a broke im nail due to a non-union. The surgeon did not comment on the case. Post-op x-rays show an exchange nail procedure was performed to replace the nail and repair the f/x site. No indication of product defect.